Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2014. During the procedure, the device was on full cut, but the blade did not extend outward as it should. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. The device was visually and functionally evaluated. The blade failed to rotate and advance during the evaluation. It is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate and advance as intended. The yoke was softened. The device met all visual, quality, and manufacturing specifications in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.